Manufacturer narrative:
DHR review. Additional manufacturer narrative - serial number was found and updated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Event description:
It was reported via clinical affairs that a (B)(6) male patient presented to hospital 36 days post implant of an edwards aortic bioprosthetic valve with poor po intake, malaise, fatigue, found to have 4 out of 4 positive blood cultures with (B)(6). Records indicate, " this is a (B)(6) male; on (B)(6) 2012, he underwent conventional aortic valve replacement surgery. He was hospitalized on (B)(6) 2012 and treated for (B)(6). He was treated with six weeks of intravenous antibiotics. This patient was found to have a worsening pleural effusion during this hospitalization and required a left-sided thoracentesis on (B)(6) 2012. He was released to extended care on (B)(6) 2012 where he received continued antibiotic treatment. He was discharged to a rehabilitation facility on (B)(6) 2012." Records indicate that a transthoracic echo (tte) was performed on (B)(6) 2013 (upon rehospitalization) indicates the subject aortic valve is functioning appropriately. Echo results from a study performed on (B)(6) 2013 (1 year post implant) also indicates a normally functioning bioprosthetic valve in the aortic position.

Manufacturer narrative:
As previously mentioned, review of medical records indicate no information to suggest a device malfunction related to this event' echocardiography studies performed upon hospitalization and 1 year post implant confirm that the subject device continues to properly function. Records indicate that the patient was treated for infective endocarditis based on the clinical findings and recent valve surgery. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The provided information suggests nothing to indicate a device malfunction or quality deficiency that may have caused or contributed to this event.